Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers due to an out of specification inscribed pin dimension. Low ultrasonic readings can cause false upstream occlusions. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown) in the cardiothoracic intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Information was inadvertently missing from the original MDR under the event description in b5. The report has been updated to more accurately reflect the event that occured.

Event description:
It was reported that a spectrum pump displayed 14 upstream occlusion alarms in 24 hours during therapy (medication, programmed amount and delivery rate unknown) in the cardiothoracic intensive care unit. The device was infusing on the patient in the cticu, the alleged upstream occlusion alarms on the device interrupted therapy for an unknown amount of time, no patient injury was sustained due to the interruption in therapy, no medical intervention was provided and the patient's outcome(expiration) was unrelated to the interruption in therapy occurrences.